Event description:
It was reported that the system had an overload fault error. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, snubber board, and generator drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.